Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ue4g, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the system was explanted on (B)(6) 2017. This contradicts the date originally provided.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Additional information was received from a rep. It was reported that the rep was made aware of the device eroding through the skin on (B)(6) 2016. The cause was not determined, but the doctor thought it was due to the patient's body because they were underweight. The rep also stated that the doctor thought it was superficial. They were not made aware of any symptoms that the patient may have experienced. The battery and lead was removed on (B)(6) 2017 and the patient was going to wait about three months to do an implant. The rep stated that they did not have the patient's identifying information and sent a text to gather that information, but did not receive any information from the doctor's office. They were waiting to hear back from the doctor's office. They also did not have the serial/lot number so they were going to follow-up for that.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the doctor contacted the rep because they had a patient whose device was eroding through their skin. The doctor wanted to know if they could explant the implantable neurostimulator (ins) and implant a new one, on the opposite side, without placing a new lead.

Event description:
Additional information was reported. Health care professional reported that the patient's system was explanted on (B)(6) 2017 due to an infection. No new device was implanted. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.